Event description:
This spontaneous case was received on (B)(6) 2013, from a physician and concerned about female patient of unknown age. The patient's medical history and concomitant medications were not reported. On an unk date in 2013 (two weeks prior to this report), the patient received injections of sculptra aesthetic (poly-l-lactic acid) deep dermal in the mid medial cheek area for unk indication. The batch number used was not reported. The patient developed tenderness and lymphadenopathy on an unknown date after the injections. At the time of report the event was unchanged. The reporter did not provide a causality assessment. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4) (medcomm solutions on behalf of (B)(4)).